Event description:
It was reported that the catheter came apart. A flexima apdl was inserted for drainage. Approximately three weeks later, the bond area between the flexima material and the white plastic sleeve came apart. The flexima was removed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter returned has the hub detached of the device. The heat shrink was received properly attached at the hub and the flare of the device was found formed; it is evidence that the manufacturing process was properly performed. Additionally, the catheter returned with the working length cut/detached at the proximal section.

Event description:
It was reported that the catheter came apart. A flexima apdl was inserted for drainage. Approximately three weeks later, the bond area between the flexima material and the white plastic sleeve came apart. The flexima was removed. There were no patient complications reported.